Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.475, lot 9105449: manufacturing site: bettlach. Release to warehouse date: october 03, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the device was broken at its distal tip and the broken piece were returned. No other issues were identified with the returned device. Dimensional inspection showed the relevant dimensions were conforming. Based on the date of manufacture the drawings, reflecting the current and manufactured revision were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during the insertion of a suprapatellar tibial nail, the surgeon was using a mallet on the driving cap to advance the nail under fluoroscopy when the cap was struck at an angle that broke the distal portion of the cap where the threads insert into the handle. There was no surgical delay reported. The procedure was successfully completed. The patient consequences was unknown. Concomitant devices: unknown mallet (part# unknown, lot# unknown, quantity# 1), unknown nail (part# unknown, lot# unknown, quantity# 1), unknown handle (part# unknown, lot# unknown, quantity# 1), unknown screws (part# unknown, lot# unknown, quantity# 1), this report is for 1 driving cap. This is report 1 of 1 for (B)(4).